Event description:
Philips received information from a customer site that in their clinical head CT scans, there was a dot mimicking calcification. Per the field service engineer (fse), there was no misinterpretation, mistreatment or rescan of a patient. The fse advised the customer not to use the CT system until repair.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).